Event description:
It was reported that the device became stuck with the guidewire. The 99% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon flextome monorail was selected for a percutaneous transluminal angioplasty. During the procedure, a non bsc guidewire was advanced for back up of a micro catheter. This device was then advanced over the wire and pre-dilation was performed. When the physician attempted to remove this device, it was noted the device became stuck with the guidewire. The device was then removed with the guidewire as a unit. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).